Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a distributor on 13-aug-2024 that indicated a previous report submitted on 14-jul-2024 involved the same event/patient. It was reported that the physician had requested an urgent call with the manufacturer regarding the patient who was not responding to their spinal cord stimulation. It was reported that the device was working, but there was no response to the pain. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting was done during normal use. They changed the programming with no result. The issue was not resolved. Additional information received from the physician requested a support team from the manufacturer.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient experienced improper electrical sensations, and the ins also automatically shut down. They noticed the problem because the patient was kept under observation in a hospital. The healthcare provider thought the solution to the issue was to replace the ins; the patient asked for the ins to be removed and replaced. Additional information received from a healthcare provider. It was reported that impedances were measured, and there was no impedance problem. The sensation the patient experienced was a shocking/jolting sensation where the ins was implanted. The sensation occurred whether the ins was on or off. When asked if the patient experienced a fall or accident, the healthcare provider's response was "a surgery." Technical services asked if the reported surgery took place close to the ins, and if any issues were experienced during the surgery; the healthcare provider reported that no issues happened during the surgery. They tried multiple electrode combinations. There was no swelling/fluid in the pocket. X-ray imaging didn't show signs of migration or broken electrodes. Technical services noted that a system revision might be required, and the healthcare provider inquired if they meant that the ins needed to be replaced.

Manufacturer narrative:
B3: date inaccurate, only the year is valid. G2: the country of origin is iraq. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the distributor reporting that there was no known cause for the shocking. Cause of ins turning off was ¿it just shuts off.¿ there were no more actions to take but the problem was still there. No surgical intervention occurred.